Event description:
The perfusionist reported that during the procedure, the arterial sample line disconnected from the outlet of the oxygenator. A unit of red cells was given to compensate for the blood loss. There were no reports of injury and the patient was discharged.

Manufacturer narrative:
The 510(k) number for the d100 neonatal oxygenator is k061031. The d100 is manufactured by sorin group (B) (4) and is a component of the custom perfusion pack manufactured by sorin group USA. The custom perfusion pack, catalog number 075200200, is a pre-amendment device. The perfusionist reported that during the case, the arterial sample line disconnected from the outlet of the oxygenator. The perfusionist did not return the d100 oxygenator for evaluation or provide the d100 lot number information. Sorin group (B) (4) has been made aware of this event. Without the product or associated lot number, the cause cannot be further evaluated.